Manufacturer narrative:
Patient's date of birth not provided/unknown.

Event description:
It was reported that the abutment screw (iunihg) fractured inside the implant. The fractured piece was removed from the implant.

Manufacturer narrative:
One gold-tite tm hexed uniscrew was returned for inspection. A visual inspection revealed that the screw was fractured at the top of the threaded region. An x-ray was provided for review and the fractured piece of screw could be seen stuck in the implant. The alleged complaint is confirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot number. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite tm hexed uniscrews, it is recommended to torque at 20ncm. A singular cause cannot be determined. UDI: (B)(4).